Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.168.295s. Lot: 4l81053. Manufacturing site: (B)(4). Release to warehouse date: july 01, 2019. Expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for the orif surgery for femoral neck fractures by using the fns implants. After the surgery, it was found during rehabilitation that the secondary fractures occurred at the part under the locking screw. The patient is scheduled to undergo the reoperation on (B)(6) 2020, where the fns implants will be removed and other implants will be inserted for fixation. The patient has a dementia. The surgeon comments that the secondary fractures occurred because the locking screw was inserted anteriorly. The procedure was completed successfully without any delay reported. There was no patient consequence. This complaint involves unknown number of devices. This report is for (1) bolt for femoral neck system 95mm length-sterile. This is report 2 of 4 (B)(4).